Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis was performed. The outer insulation, inner insulation, and coil wire were all consistent with the specified materials for this lead. The complete lead was returned. The suture sleeve location while implanted was between 364 - 384 mm with the suture tie downs at 368 and 374 mm from the terminal pin. All of the fractured wires showed evidence of fatigue and a final tear ridge indicating an overload. Thus, the failure mode for the fractured wires is fatigue.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed pace impedances over 2000 ohms. Further testing indicated that the lead was fractured. As a result, the lead was explanted and a new lv lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.